Event description:
It was reported by the customer that the bd IV gravity and secondary sets were missing 2 caps. The following information was provided by the initial reporter: we have noticed a lot of pn 42100e-07 is missing 2 caps on the stopcocks.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one sample was submitted for quality investigation. The customer complaint of misassembly was verified by visual inspection of the submitted sample. Examination of the sample show that the caps on the stopcocks of the construction are missing. A device history record review for model 42100e-07 lot number 22079262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is an error during manufacturing that did not add the tubing caps to the stopcocks in the infusion line. An investigation was conducted at the manufacturing location and a quality notification was issued to correct the issue.

Event description:
It was reported by the customer that the bd IV gravity and secondary sets were missing 2 caps. The following information was provided by the initial reporter: we have noticed a lot of pn 42100e-07 is missing 2 caps on the stopcocks.